Manufacturer narrative:
The pod was received fully deployed. The exposed portion of the soft cannula was observed to be flattened. Fluid was able to travel through the complete fluid path despite the damage. A leak test was performed where the soft cannula was occluded, ratchet gear rotated, and fluid path was inspected. No other damages or leakages were observed.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod. As treatment, the patient was able to replace the pod. The device was originally reported for leaking during wear.